Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and an issue with the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.